Manufacturer narrative:
(B)(4). (Device b): method: (nonconforming staple stack. Device (a) was returned in good visual condition and with no staples present. No functional test was performed. Returned empty. Device (b) was returned non-functional as the staple stack was non-conforming and one staple was jammed in the cartridge nose. The staple was removed and the device was manually assisted to align the staples. The device was tested for functionality and it fired and formed the 18 staples as intended and then it became stuck. When firing the device, the staples would jam and the device had to be manually assisted; this was caused due to a non-conforming staple stack. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. While no conclusion could be reached as to how the staple stack became misaligned, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a mastectomy procedure, the first device misfired and then fired malformed staples. A second device was pulled and the same thing occurred. A third device was pulled to complete the case with no patient consequence.